Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that in the middle of a diagnostic endobronchial ultrasound procedure, the single use aspiration needle was separated from the sheath and the sheath was lodged in the patient's airway. The device was retrieved easily with suction from the patient with a 15-minutes delay while the patient was under general anesthesia. The procedure was completed, and no error messages noted. There were no reports of patient harm and no bleeding reported. Per customer 3 occurrences reported with the single use aspiration needle, for the following patient identifiers below. 1)patient identifier # (B)(6), single use aspiration needle, model# na-u403sx-4019, sn/lot(B)(6). 2)patient identifier # (B)(6), single use aspiration needle, model#na-u403sx-4019, sn/lot (B)(6). (This report) 3)patient identifier # (B)(6), single use aspiration needle, model#na-u403sx-4019, sn/lot (B)(6).